Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field events of backup vvi mode and inappropriate therapy were confirmed in the laboratory. Upon receipt, the device was in backup vvi with backup mode defibrillation therapy enabled (bdfo). The cause of the backup mode was two resets within a short period of time due to excessive hv charging. The excessive hv charging leading to inappropriate therapy occurred due to noise observed on stored electrograms. The device was tested on the bench and no anomalies were found. The cause of the noise could not be determined as no noise was observed during testing.

Event description:
It was reported that the patient presented in the ER with device in backup vvi mode. Patient received inappropriate hv therapy. The device was explanted and replaced.